Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. Upon firing of the device, eight clips were fed. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Based on this tool the clips were determined with gap. However, it could not be determined what may have caused the malformed clips. The analysis results of device (b) found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining (B)(4). Lock out.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out and would not fire. Another device was used in which malformed clips were deployed. A third device was used to complete the procedure. There was no adverse consequence to the patient.